Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was at end of life (eol) level upon receipt. The device was unable to establish communication. Further testing after cutting open the device revealed anomalous current drain of the hybrid, consistent with the reported issue of unusual battery depletion. Longevity assessment indicated the device did not meet its projected longevity and considered premature depletion.

Event description:
It was reported that during an in-clinic follow-up, the pacemaker (pm) exhibited premature battery depletion. The pm was explanted and replaced. The patient was in stable condition.